Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction: h6. This supplement report is being submitted for a correction.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was performed during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. During testing, when the unit was activating on standard or high power, it experienced power failure. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during a procedure. Reportedly, the shock pulse stopped crushing. The staff attempted replacing the probe, but the unit would still not crush. At that point, the transducer was taken away. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was non-functional. There were no reports of patient harm.